Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that alert messages and measurements were cleared due to a data anomaly. The atrial output on the pacemaker had also increased by itself. No intervention was performed. Patient was stable and would be monitored.